Manufacturer narrative:
The analyzer was confirmed to be running within specifications. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received a discrepant result for one patient sample tested with gluc3 glucose hk gen.3 on a cobas 8000 c 702 module. The sample initially resulted with a glucose value of 37.92 mmol/l and this value was reported outside of the laboratory. The doctor questioned the result, so the sample was repeated, resulting with a value of 5.09 mmol/l. A repeat value of 5.01 mmol/l was also provided. It was asked, but it is not known if the 5.01 mmol/l value replaces the 5.09 mmol/l value or if it was an additional repeat value. The glucose reagent lot number was 443067. The reagent expiration date was requested, but not provided.